Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that there was a leak on the secondary tubing at the location where the IV tubing and the first connection are bonded. There was no report of patient harm.